Manufacturer narrative:
Results of investigation: the ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 232 hours of extended tests at the customer¿s settings. The ventilator passed the troubleshooting final test which includes many alarm and ventilation functions. Event trace log review: a review of the event trace log was performed and the log was dated from (B)(6) 2017 to (B)(6) 2018, with a total of 455 records. On the day of the reported incident (january 8, 2018), the event trace log shows that the ventilator was in use on this day for approximately 2 minutes. The event trace log contained no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operation.

Event description:
It was reported to vyaire medical that a patient passed away while connected to an ltv ventilator, and the ventilator did not alarm. The customer reported that they do not know which ventilator the patient was on at the time of the reported issue.